Event description:
Detached haptic from lens loading error. The lens was inserted in the eye, then explanted.

Manufacturer narrative:
Hoya surgical optics, inc. (Hso) has contacted the user facility and confirmed that: the haptic detached before the surgical procedure was completed. There was no wound enlargement or additional surgical intervention. Also, there has been no increase in the frequency of the detached haptic. Therefore, we are filing a malfunction MDR.